Event description:
Four yr old boy experienced respiratory depression after 28 min procedure using 40% nitrous, 60% oxygen. When flushed with oxygen, boy revived; paramedics called and child transported to hosp, where he was evaluated and released. Dentist performed series of tests on unit, which appeared to be performing correctly. He returned the device for further eval, although he was confident that the unit had not malfunctioned.